Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported by the hcp that a adolescent with severe cerebral palsy, learning difficulties and epilepsy was implanted with intrathecal baclofen pump for continuous infusion. He tolerated the surgical procedure well; the dose was gradually increased and he was discharged home after 6 days. The patient was reported to be well at home , but was found dead in bed 5 days later. The procurator fiscal did not wish a post-mortem and the cause of death was given as an epileptic seizure. The day prior to death, his mother reported him as being well and relaxed. No apparent problem was identified either as a post-surgical complication or side effect of baclofen, nor was there an error in pump programming. The patient had responded well to a trial of intrathecal baclofen. His death does not present like either an overdose nor a withdrawal from intrathecal baclofen. The pump has been returned to the manufacturer for analysis.